Event description:
It was reported the subject device connecting section got caught and suspicion of floating connecting section. The issue was identified during reprocessing. The therapeutic procedure was completed with the same device with no surgical delay. There was no patient involvement at the time the issue was identified.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.